Event description:
It was reported that there was a protrusion of the patient's pump, with some pain and sensitivity at the pump site. The pump was in shelf state. The logs had not been read. The patient recovered without sequelae on (B)(6) 2011. The patient had an abdominal binder on (B)(6) 2011. It was discovered that a suture was loose, a revision was performed, and a dacron pouch was performed on (B)(6) 2011. The drug used in the pump at the time of the event was morphine.

Manufacturer narrative:
(B)(4).